Event description:
It was additionally reported that the left ventricular (lv) lead migrated after initially implant.

Event description:
It was reported that the patient had diaphragmatic stimulation. The left ventricular (lv) lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: c4tr01 implantable pulse generator (B)(6) 2012; 407652 implantable pacing lead (B)(6) 2012; 407645 implantable pacing lead (B)(6) 2012. (B)(4).